Event description:
Per information provided: (B)(6) 2015: patient was diagnosed with umbilical and epigastric hernias thereby underwent open repair with implant of ventralex mesh (device 1 and 2). Per op notes, "there were two large fascia defects in the supraumbilical midline were noted. Both hernias were herniated with preperitoneal fat were amputated. Umbilical hernia was noted and reduced. Two ventralex mesh (device 1 and 2) were placed to cover the epigastrium and umbilical region and secured using sutures." (B)(6) 2020: patient was diagnosed with recurrent incisional hernia thereby underwent open repair with partial excision of ventralex mesh (device 1 and 2) implant of synthetic mesh. Per op notes, "the old meshes (device 1 and 2) were identified. Two separate layers of meshes were noted. Opening the top layer of the mesh. One of the layers had completely coiled itself and was trapping omentum within it was released. All the omentum freed from the mesh. Deep layer of mesh that was coiled itself was removed. The anterior layer of mesh was incorporated left in place. The recurrent hernia defect was noted and reduced. A synthetic mesh was placed and sutured."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2014) is considered to be a best estimate. This emdr represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.